Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received no delivery alarms with four reservoirs from the same lot and requested to replace all ireservoirs from lot. Twelve reservoirs will be replaced. No further information provided.